Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that the patient implanted with this pacemaker presented to the emergency room (ER) due to symptoms of discomfort. Upon further evaluation, the pacemaker was found operating in safety mode. The patient was hospitalized the next day, and pacemaker was explanted and replaced the day after that. No additional adverse patient effects were reported. This pacemaker will not be returned for analysis, as the facility discarded the device after explant.